Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Primary op notes indicate patient underwent tka due full thickness cartilage loss and varus angulation of the left knee. Final components were placed and the wound closed up. The patient appeared to tolerate the procedure without difficulty. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: lps femur, catalog: 00596401751, lot: 60826589; stemmed tibial plate, catalog: 00598005701, lot: 60795965; taper stem plug, catalog: 00596009900, lot: 60668675; all poly patella, catalog: 00597206541, lot: 60859385. It is unknown whether the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing slight to moderate mid flexion and full flexion instability approximately nine years post implantation and has been indicated for revision; the surgeon plans to replace the articular surface. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.